Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 42, 57, 68, and 20 mg/dl at the time of the incident. The customer was at 500 mg/dl after being treated for the low. The customer was given intravenous dextrose to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer was having issues with the pump involving sweating. The customer did not realize they were going low while having a critical pump error. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.